Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy surgical procedure, the patient experienced cold sweats post-operatively. The patient was diagnosed with a streptococcal infection from the post-operative chest drain site and was prescribed an antibiotic. The patient reports feeling better.

Manufacturer narrative:
Based on the information gathered, there is no indication that a da vinci system, instrument, accessory directly caused the post-operative streptococcal infection. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.